Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The pt was unable to recall any results from the time of concern. The pt did not experience any symptoms during the time of concern. They contacted a medical professional for advice; however, no further treatment was sought. The pt was unable or unwilling to describe their technique for applying blood to test strips. The customer service representative discovered that the test strip dimension was not normal. The wicking area was described as off centered. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's test strips were replaced.